Event description:
The device involved in this MDR report was explanted 15 mos after implantation and returned because of a premature discharge of the battery and failure to charge.

Manufacturer narrative:
This event concerns a device that was MFR and used outside the united states. The analysis of this device is pending.